Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient vision was not clear and had halos. Patient was non-adapted with company lens and presented halos. The iol was exchanged for another company lens. Clinical reason for explant mentioned as dysphotopsia. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. One half of the optic is split from the cut area towards the edge of the lens. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company,18.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company monofocal lens. This may suggest that the replacement lens model was an improved choice for the patient vision needs. The manufacturer internal reference number is: (B)(4).